Event description:
The duett pro sealing device was deployed following an interventional prodcedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced leg pain and loss of pulses. An arterial occlusion was confirmed and treatment consisted of surgical intervetion and was successful. Following treatment the surgeon stated that the artery was in spasm. No further complication were reported.